Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 200 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include blurred vision and unusual veining throughout a bruise at the pod infusion site (leg). The patient reports drinking juice. Once at the hospital the patient had a chest x-ray as well as an electrocardiogram (EKG). The patient was at the hospital for 4 hours. The patient reports upon applying a new pod it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.